Event description:
On arrival to unit, bubbling was noted in the water chamber of the pleural chest tubes' collection device (pleur evac). A chest x-ray was done. Patient was asymptomatic and after device was changed, the bubbling ceased.